Event description:
The complainant reported a 58x-year-old male patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella cp device for mechanical circulatory support. During impella support, the patient suffered an ischemic brain injury that converted to hemorrhagic. The patient was actively herniating. Comfort care was initiated and the patient expired. The relationship between the cause of death and the impella is unknown.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system . Section: potential adverse events (united states) . ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. Section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿.

Manufacturer narrative:
The investigation for the reported stroke has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the stroke could not be determined. Corrections to the initial MFR report: g1 MDR reporting contact email. G1 MFR site name and address.